Manufacturer narrative:
Subject device has been received and is currently in the evaluation process. Investigation is ongoing; no conclusion could be drawn as product is entering the complaint system. Device history records was conducted. The report indicates that the DHR 03.611.016 lot 6304066 (615978m09) rls 1/15/10, (B)(4) manufactured the broken screw remover, p/n 03.611.016, and lot 6304066 (supplier lot 615978m09) for po 1098720. The supplier¿s c of c (dated 1/7/10) indicates that the parts were made to revision ¿a¿ and met all required specifications. The parts were inspected and conformed to synthes incoming final inspection sheet 03if611014, revision ¿b¿ (dated 1/15/10). No ncrs were generated for this lot. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. A product development investigation was performed for the subject device (part number 03.611.016, 6.0mm broken screw remover, lot number 6304066). The 6.0 mm broken screw remover (part# 03.611.016, lot# 6304066) was returned for having a broken screw stuck inside. The screw was able to be removed from the device. The screw remover is part of the spine screw removal set and is used to remove 6.0mm screws which no longer have a head per the technique guide. The associated product drawing was reviewed during the evaluation. The instrument uses a left-hand thread to thread onto the broken screw and to remove it. The screw being removed was already broken and embedded in bone likely causing it to become stuck in the remover. The remover is suitable for its intended use when employed and maintained as recommended. The instrument successfully performed its function in removing a broken screw and no design issues were noted in the evaluation. Replication of the complaint condition is not applicable and the complaint is confirmed. Broken screws are prone to becoming stuck in screw removal instruments. No product design issues or discrepancies were observed that may have contributed to the complaint condition. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It is reported during unknown surgical procedure two (2) depuy cortifix screws broke. One broke during insertion with viper tower attached, the other broke during redirection of rod. Broken screw shafts were removed utilizing the synthes broken screw remover. Surgeon then reinserted two (2) new screws. Procedure was delayed approximately ninety (90) minutes. The screw remover was returned with a broken screw stuck inside. This is report 1 of 1 for com-(B)(4).

Manufacturer narrative:
(B)(6). Device is an instrument and is not implanted/explanted. The investigation could not be completed; no conclusion could be drawn, as no product was received. A review of the device history records has been requested. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.